Event description:
It was reported that the pump battery was depleting quickly. There was no adverse impact to the customer's blood glucose level. The customer declined further follow-up from technical support and is currently out of warranty but in the process of renewal. No additional information regarding corrective actions was obtained.